Manufacturer narrative:
MDR for the other probe in this event was filed under regulatory report number 1723170-2019-05827. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported two damaged passive planar blunt instruments. This was found during a case when the site was attempting to register. On both instruments, the top prong was bent so you had to remove a sphere to navigate. It was noted the damage was visible. This issue was discovered intraoperatively and caused a 10-minute surgical delay. There was no reported impact on patient outcome. Additional information was received stating both probes were able to be verified with intermittent tracking.